Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for following up. An interrogation of the implantable cardioverter defibrillator (ICD) revealed episodes of post-paced t-wave oversensing (pptwos). Further information was requested but not received.

Event description:
New information received notes that programming interventions were made. The patient was asymptomatic.